Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Same case as MFR #: 2134265-2009-07135, 2134265-2009-07136 and 2134265-2009-07137. It was reported that post a coronary drug-eluting stenting treatment procedure, stent thrombosis, ventricular tachycardia and additional cardiac events requiring intervention occurred. The target lesion was located in the completely occluded proximal left anterior descending (lad) artery. The pt presented with mi and non-st elevation. Access was obtained through the right femoral artery. After advancing a choice pt guidewire, the notes indicate the pt was shocked at 150 joules. Next, a 2.5x15mm maverick balloon catheter was advanced and inflated in the target lesion at 6 atms for 45 seconds. A 3.5x20mm taxus liberte was advanced and deployed in the proximal lad at 14 atms for 50 seconds. The procedure was completed without any additional pt complications. Approx one hour later, the pt complained of chest pain. An EKG confirmed an mi and the lad was completely occluded. A choice pt guidewire was advanced to the lad and a 2.5x12mm maverick balloon was inflated to 6 atms for 45 seconds successfully. The balloon was exchanged for a 3.0x20mm maverick balloon which was inflated to 8 atms for 45 seconds. After the balloon was removed, the pt went into ventricular tachycardia. They were shocked at 150, 200 and 300 joules. The 3.0x20mm maverick was re-advanced and inflated to 8 atms for 50 seconds. An atlantis sr pro catheter recorded images and a 4.0x15mm maverick was inflated to 10 atms for 45 seconds to complete the procedure. No additional pt complications were reported and the pt's current condition is listed as "okay".